Event description:
Reporter alleged patient only partially filled one of the test strips with blood for the glucose monitoring device and thought the device would generate an under-dose detection error; however it did not. Reporter stated testing with the device and obtained a result of 85 and 58 mg/dl. Reporter did not provide treatment information. Three attempts were made to contact reporter to obtain device serial number in order to generate replacement product; however was unsuccessful.